Event description:
The patient reported they had been hospitalized with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels rose ¿really high¿ while wearing the pod longer than 48 hours. No specific bgs were mentioned. Symptoms reported include vomiting and high ketones. The patient was treated with intravenous fluids and insulin. The patient was released the following day (B)(6) 2025. Additionally, the patient mentioned they needed to seek medical attention because the pod was not delivering insulin. The pod had expired while the patient was sleeping.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.